Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced three occurrences of failure code 814:09 in channel b. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty channel b pump head module. To correct the condition, the channel b pump head module was replaced. If any additional information is received, a follow up MDR will be sent.